Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6)2010, the pt was implanted with a scs trial lead. On (B)(6)2010, the pt went to the emergency room and called the sales representative on her way to the hospital. The pt informed the representative that she was on her way to the hospital and was in severe pain. The pt was not admitted and was sent home the same day. The pt met with the implanting physician on (B)(6)2010, and the leads were explanted. It is suspected, the pt may have an infection. Cultures were taken of the lead incision site and the pt was placed on oral antibiotics. The results of cultures are unk at this time. The pt currently appears to be doing well.